Event description:
Complainant alleges "not cauterizing properly; procedure: adenoids, correction: replaced with another coagulator. Occured on surgery date (B)(6) 2026. Reported by: (B)(6) rpn. Dr. (B)(6). Patient not affected."

Manufacturer narrative:
The device is returned and received by the manufacturer. Awaiting investigation to complete.